Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right extension had high impedances preventing MRI mode and unable to program around. As such surgical intervention was undertaken wherein the right extension was replaced and therapy was restored.